Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, after about 10 years later from a primary surgery, the 80 y/o female patient who had total knee arthroplasty using cr slope ++ tibial insert complained of knee swelling and pain, the surgeon diagnosed the wear of the tibial insert, then revision surgery for the replacement of the tibial insert was performed. There was breakage and wear observed in the retrieved tibial insert. Also, the surgeon did not found out metallosis. The surgeon decided that no problem of locking mechanism of the tibial tray was found, and removed all proliferative tissues, the insert only was replaced to new one. The tibial base plate was remained because of no damage of locking mechanism and the tibial insert only exchanged to neutral 11mm insert during revision surgery due to a decision of the surgery. At the revision surgery, 11mm insert was implanted, but hyperextension remained. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images and x-rays received. The device is not available for evaluation as the retrieved insert would be used for clarification to a patient.

Manufacturer narrative:
Section h10: (h3) the revision reported may have been due to excessive range of motion related to the patient's hyperextension over a nearly 10-year period, which likely caused joint instability, prosthesis wear, and subsequent prosthesis fracture. However, this cannot be confirmed because the revised tibial insert was not returned to exactech for evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d4 UDI #, h6 component code. The following sections were corrected: h6 clinical code, problem code, type of investigation, investigation findings, and investigation conclusions.